Event description:
It was reported by the user site that during an affirm breast biopsy guidance system procedure on (B)(6) 2026, the technologist experienced targeting issues. The user site reported that when trying to target, the system would not stay on target. No user or patient injuries were reported. Hologic technical support (ts) performed troubleshooting, which included reviewing system logs which showed that the c-arm angle of the system was not at zero degrees in lateral mode prior to the procedure and c-arm zero sensing values were drifting around the required zero position during exposure. Ts also reported that the c-arm zero sensed dropped even when the system was idle. A hologic field service engineer (fse) was dispatched to investigate the device and attempted to replicate the issue using a test patient setup. However, the system could not reproduce the reported behavior. The fse reviewed the z-axis mechanism and found no issues. The fse updated the user site technologist and manager that the system a.